Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via email that they were hospitalized due to a severe hypoglycemia event on (B)(6) 2017 with blood glucose of unknown. The customer reported the insulin pump over delivering via the bolus wizard. The customer was wearing the insulin pump during the hospitalization. Troubleshooting shows the bolus wizard being activated a second time, however the customer disputes the information on carelink. The insulin pump will not be returned for analysis.